Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle would not open up when in the fuji scope. They put the needle down the channel then the needle would not come out. Another needle was used to finish the procedure. What was the target location? Lymph node 4r. Where any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no if additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? During the same procedure another ebus needle was opened and all samples were obtained. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No was the endoscope in a flexed or twisted position at any time during the procedure? No was the stylet partially removed when advancing the needle into the target site? No how many samples were obtained (passes completed) with this needle? None, we were not able to obtain any samples with the faulty needle.